Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation of the device, a diagnostic anomaly was noted on the egm. The physician ended the session and re-interrogated the device to resolve the issue. The patient was in stable condition.